Event description:
International affiliate reports that the device broke while the operator was attempting to milk fluid. The operator cut a part of the drain and reconnected it to a new reservoir. There was no adverse consequence to the patient.